Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. There was no motion sensor test failure. The pump was received with scratched lcd, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to rewind the pump. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced.